Manufacturer narrative:
No button error alarm was noted. The insulin pump had no button response due to corroded keypad traces. The insulin pump was received with a cracked case at a display window, cracked display window, cracked battery tube threads, a cracked reservoir tube lip and a missing end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.(B)(4)

Event description:
It was reported that the customer received a button error alarm. The customer's blood glucose level was 157 mg/dl. She was advised to disconnect from the insulin pump and revert to a back up plan. The product was returned. Nothing further to report.